Event description:
Customer stated, "burned my arm and shocked me last night due to a faulty cord". The product has not been returned for investigation. The customer also did not provide a lot number. The customer was contacted on 4/12/19, 4/18/19, and 5/7/19 to remind them to return the pad for investigation and to gain more information. As of 5/10/19 the pad has not been returned. Without the product or lot number, bce cannot make any determinations.